Event description:
The patient reportedly experienced intermittencies lock between the external equipment and the cochlear implant. External equipment was exchanged. Programming adjustments were made. However, the problem did not resolve. A company representative met with the patient to perform device evaluation. Testing performed showed that the device was functioning. Surgery to explant the patient's device took place in 2007. The patient was reimplanted with another advanced bionics cochlear implant.